Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they received a motor error alarm and a off now power alarm. The customer stated the motor error alarm occurred during a basal. Customer's blood glucose was 134 mg/dl. The customer could not recall any significant events leading to the alarm. Customer declined to troubleshoot for the off no power alert. It was also found the customer did not receive a low battery alert prior to the off no power alert. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.